Manufacturer narrative:
(B)(4). The customer biomedical engineer reported that the unit was beyond repair, as it needed a new motherboard to resolve the issue. The unit was too old to support the repair. The ventilator was removed from service.

Event description:
It was reported that a ventilator generated a "procedure error" message when the exhalation filter was unclamped. No patient involvement reported.